Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an error message occurred. A review of the share logs was performed and signal loss was found within the investigation window. Signal loss over one hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.